Manufacturer narrative:
The device was investigated and tested onsite by a drager technician. All tests were passed according to drager specification. Especially the proper operation of the safety valve and the free breathing valve were verified to be within manufacturing specification. The reported symptom could not be reproduced. No technical device failure could be found. The device statistical log was available for investigation in lubeck and showed no entries on the date of the reported event. The corresponding user log was downloaded but only had information starting from (B)(6) 2011, which is one day past the date when the event occurred. As no device malfunction could be found, the device reportedly was returned to use. The used pt circuit, filters and the exhalation valve were not available for investigation as these components were already discarded by the user.

Event description:
It was reported that the ventilator would not allow the pt to exhale. The user does not recall if the ventilator audibly or visually alarmed. Reportedly, the pt died at a later date.